Event description:
A patient had a port-a-cath removed due to it being infected. The patient was given antibiotics and the patient tolerated the port removal procedure well.

Event description:
A patient had a port-a-cath removed due to it being infected. The patient was given antibiotics and the patient tolerated the port removal procedure well.